Event description:
Additional information received reported that the date the infection was found was unknown. The location of the infection was around the pump, but the cause was unknown. The patient¿s skin around the pump was red and warm to the touch. The pump was explanted (B)(6) 2013; antibiotics were given to the patient for 1 week, and the infection cleared within that week. A new pump was placed on (B)(6) 2013. The dilaudid dose was 10 mg/ml at 0.701 mg/day. It was unknown if the device would be returned. The patient was doing well, the infection was clear prior to new pump placement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had been implanted in the patient's buttocks and that he "spent five months laying," and "they couldn't figure out what was wrong" with the patient. It was noted that the pump "pushed its way out," "it eroded its way out of" the patient's skin and "it got infected because of that." The device "had" to be taken out "because the guy left in five months and it left it infected for five months." It was unclear what drug or drugs the device system was used to infuse, the reporter stated "I don't know what they hell there were using, morphine or what's the other one?" "They were using dilaudid, I think," "I think it was just dilaudid," "how do you say infumorphine or whatever." Additional information has been requested, but was not available as of the date of this report.